Event description:
It was reported that the cup loosened and a revision surgery was necessary.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.